Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasions were noted at 11.4 - 11.7 cm from the connector pin exposing the outer coil due to friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4).

Event description:
New information noted an alleged malfunction on the lead. It was reported that the patient was driving when they received a high voltage shock. The patient pulled over and paramedics were called. The paramedics shocked the patient twice, used epinephrine twice, and used bag valve ventilation to transport the patient to the emergency room. Upon arrival at the ER, the patient was immediately intubated and transferred to intensive care unit. Treating physicians observed implantable cardioverter defibrillator failure. Clarification on the malfunction of the atrial lead was not provided. The device failed to deliver therapy and the patient had entered a vegetative state. The patient died on (B)(6) 2018.